Event description:
Rec'd report of three events of leakage with patient tubes where they could not control the leakage.

Manufacturer narrative:
At the time these events were reported to atrium the investigation revealed that these events were due to the user not following the instructions for use. The user was not clamping the unused line. The user has been provided with further explanation and pictures to help explain the correct setup of this unit. A review of our complaints database shows that we have not had any similar reports of this nature, and no add'l reports from this reporter. The other two reports are: 1219977-2014-00067 and 1219977-2014-00068.